Event description:
A malfunction was reported on the pump, identified with a malfunction code "malf 3," and it was not resettable. The customer did not experience an adverse impact on blood glucose levels, as levels did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.